Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation sometime in (B)(6) 2014. The patient went home after the procedure. "By evening her husband called the doctor to report the patient was almost unresponsive on their bathroom floor. The patient was brought into the e.r. Where they thought she was septic so they started her on IV antibiotics and drew cultures. They did a CT scan and no issues were found. Patient was released and prescribed oral antibiotics. The patient started experiencing gi issues, stomach discomfort and bloating. She returned for more testing and a exploratory laparoscopy. The doctor found the myometrium of her uterus was necrotic and part of her small bowel was adhered to the uterus. They removed a portion of the bowel that was adhered to the uterus. They removed a portion of the bowel that was adhered. They did not find any perforation or burn. They also performed a super cervical hysterectomy. Patient is doing fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).